Event description:
It was reported that the patient had significant left leg numbness and weakness. The patient¿s generator was turned off and the lead was subsequently removed. The reporter found no evidence of cause and effect. Other doctors that the reporter had talked to had not encountered the same issue. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).